Manufacturer narrative:
The reported field events of difficult interrogation and failure to interrogate using rf telemetry were not confirmed. The device was tested on the bench and it was discovered that high power rf telemetry was used at the time of implant, so the device switched to temporary low-power telemetry to prevent battery drain due to excessive usage. This normal function had ended by the time the product was analyzed. The device was interrogated normally and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the pacemaker responded slowly to interrogation and programming. The device also failed to connect through rf telemetry. The device was not used and was replaced successfully with no further patient consequences.